Event description:
It was reported that after a pulse generator replacement procedure for normal battery depletion the day before, the new device showed a low, out-of-range shock lead impedance of nineteen ohms. They expected the shock lead impedance to be lower due to the implanted subcutaneous lead array (sq array) and patch lead. A defibrillation threshold (dft) test was performed during device replacement, and the impedance was fifty-five ohms. The device and leads remain in service. No adverse patient effects were reported.